Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the screwdriver was unable to tighten the pacemaker screws very well, and it was difficult to fix the pacemaker screws, with the "feeling of sliding wire". The ipg screw was unable to fix smoothly when the wrench was rotated. The ipg was removed and replaced with different device. No patient complications have been reported as a result of this event.